Event description:
The manual base widening mechanism allegedly closed the legs during the transfer, causing the lift to turn on its side and the consumer to fall onto the tile floor. The consumer allegedly sustained a hip fracture.

Manufacturer narrative:
Device has been in use for 8 years and is no longer in warranty, info indicates a potential transfer error. Unclear if proper maintenance has been performed on the lift prior to alleged incident. MDR filed based on serious injury claim.